Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 1910155. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the reported issue of leakage was observed. Twenty (20) retained samples were also obtained from the manufacturing facility for evaluation; however, the retained samples did not show any signs of defect. Based on the returned sample evaluation, we believe this incident resulted from damage in the plunger component. Although the exact cause could not be determined, this type of damage may be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe s2 10ml drug leaked past the stopper. The following information was provided by the initial reporter, translated from finish to english: drug come past plunger out of syringe. The event happened during preparation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.